Manufacturer narrative:
Patient weight is unknown. On (B)(6) 2016 it was known that a revision procedure would be necessary; during the procedure on (B)(6) 2016, the great vessels started bleeding requiring medical intervention. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture the revision procedure and the medical intervention to suture a bleeding vessel. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l4-5 tlif (posterior approach) on (B)(6) 2016, the spacer became dislodged from the inserter while impacting it into the disc space. The spacer went beyond and all the way through the disc space and was unable to be retrieved during the initial surgery. This is being address in (B)(4). It was decided that a second, anterior procedure would be performed on (B)(6) 2016 by an access surgeon to retrieve the spacer, as it could not be retrieved from the posterior approach. During the second procedure, x-rays were taken and the spacer was retrieved. One of the great vessels started bleeding and the general surgeon had to suture the vessel. There was an approximate ninety minute delay. The procedure was completed. This is report 1 of 1 for (B)(4).